Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: unknown product code, UDI unavailable upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous rep, a microsensor malfunctioned. Monitoring was abandoned. The procedure was not completed successfully.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the component found that it met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned component found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the issue reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Two devices were returned in the same packaging. It was not possible to associate each with a specific complaint. Please refer to MDR 1226348-2017-10335 for the results of the investigation into the second device.

Event description:
It was reported by the ous sales associate that during use, the codman microsensor, used with a powerlab system, had dampened tracings and there was no visible waves. A second powerlab system was tried with the codman microsensor; however, that too had the same issue. There is no report of injury to the patient nor additional intervention.